Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smarttouch® bi-directional navigation catheter and a non-MDR reportable temperature issue was observed. The bwi failure analysis lab received the complaint device for analysis. Upon visual inspection, it was discovered that the shaft was bent and broken, exposing the internal braid wires. This is a reportable device lab finding. Per the event description, there was no patient consequence and the procedure was completed using a similar like device. The awareness date was updated for this complaint to 3/31/2015, the date said issue was discovered in the bwi lab.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: unk. (B)(4). It was reported that a patient underwent an ablation procedure with a thermocool® smarttouch® bi-directional navigation catheter and a non-MDR reportable temperature issue was observed. Upon receiving, the catheter was visually inspected and it was found that the shaft was bent and broken open. Broken braid wires and internal parts were exposed about 13 cm from the distal end of the tip dome. The shaft was also wrinkled and twisted. Rupture may have occurred during product manipulation, while bending and unbending the product. This condition was not originally reported by the customer. Further information was regarding the condition of the catheter was requested, however no additional information has been available at this time. Per the original report of a temperature issue, the catheter was tested for electrical performance, temperature response, and stockert compatibility. It was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. An internal correction has been opened to address the thermocool smart touch broken shaft issue.